Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2019 with the following findings: a visual inspection of the pump showed the battery compartment was cracked and damaged; half of the battery compartment threads were broken from the pump. Due to the damage, the returned battery cap and a test cap were unable to secure to power on the pump. The black box was not able to be downloaded. Complete testing for the reported battery life issue was unable to be performed due to the battery compartment damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.